Event description:
It was reported that a user experienced a hyperglycemic event reaching approximately 400 mg/dl while using the ilet, noted no alerts from the device, consumed a larger-than-usual breakfast in response, and subsequently experienced a rollercoaster pattern of glucose variability; current blood glucose was later reported at 115 mg/dl. Symptoms included hyperglycemia. Outcomes included no long-term impairment. Investigation included user troubleshooting and education. Investigation of this case revealed no device alerts were reported during the event and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.